Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure at 32,163 joules and 7:04 minutes of use, the "doctor lasered scope and broke fiber". The tip (cap) was not cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing the second fiber. No other information was provided. There was no harm to the patient.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is fractured at the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing open end wall integrity is compromised, and exhibits signs of melting, and partially erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.